Event description:
It was reported the patient's blood glucose (bg) level rose to 440 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient experienced vomiting, headache, and abdominal pain. The patient had to seek medical help with their diabetologist. The diabetologist measured a bg level of 440 mg/dl and corrected it "with pens" which helped stabilize the bg levels. The patient was tested for ketones twice and both times were positive (3 positive, 2 positive). The patient was diagnosed with "imbalance diabetes mellitus" and ketoacidosis. The patient received insulin via pen and was instructed to drink two liters of water every two hours to flush out the ketones. The patient was at the diabetologist for 5 hours and released the same as day.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.